Event description:
A (B)(6) male was admitted to the medical ICU team with a right pontine hemorrhage and intraventricular hemorrhage (ich score 4). On "xxxx xx, 2021" at 17:48 in an intensive care unit, calcium gluconate 2 grams in 100 ml 0.9% sodium chloride intravenous piggyback was infused into an external ventricular drain (evd) y-port in an intubated patient. The medication was hug at 17:48 by the day shift nurse and was discovered nearly 2 hours later by the night shirt nurse who found a nearly empty bag of calcium gluconate running into the patient's evd. The neurosurgery team was notified of the administration error and came to the bedside to evaluate the evd. After evaluating the evd, the neurosurgery physician determined it is unlikely any of the infusion went into the patient's ventricular catheter. Approximately 90 ml out of 100 ml was missing from the calcium gluconate piggyback. The evd drain put out 90 ml of fluid the previous hour, an increase from approx 5ml/hour previously. Based on this, it was determined it was unlikely any medication reached the ventricular catheter. The patient's neurologic exam remained stable compared to prior to the event with a gcs of 4t. The patient was able to withdrawal their left upper extremity and bilateral lower extremities. Pupils were 3 mm and reactive to light. The neurosurgery physician did not recommend obtained a repeat head CT at that time. The following day on "x/xx", a head CT was performed showing no changes and the patient's mentation was slightly improved from before the incident. The patient's prognosis remained poor unrelated to the medication error. The evd stopped functioning properly on "x/xx." On "x/xx," the patient developed a worsening head bleed and required a new evd to be inserted. The patient was transitioned to comfort care on "x/x/21" and passed that day from causes unrelated to the medication error. When and how was error discovered: the medication was hug at 17:48 by the day shift nurse and was discovered nearly 2 hours later by the night shirt nurse who found a nearly empty bag of calcium gluconate running into the patient's evd. Wrong rate of administration IV / enteral. Inappropriate / inaccurate measuring device improperly used (i.e., pump, device). Error resulted in increased pt monitoring; no pt harm. Ismp, (B)(6).